Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and suture was used. During the procedure,the needle broke where they were arming it. Case completed with another device of the same product code. There were no adverse patient consequences reported. No additional information was provided.